Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that they experienced a high blood glucose and was hospitalized. The customer was assisted with button error/keypad anomaly troubleshooting. The customer stated that there was no significant event leading to the keypad issues and that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer stated that they were hospitalized on (B)(6) 2017 at 11:00 p.m. For a high blood glucose of over 600 mg/dl. The customer stated that when they received the button error, their blood glucose started to go high. The customer was treated with fluids and manual injection. The call was disconnected. The insulin pump will not be returned for analysis.